Event description:
Customer reported blood glucose results 382 mg/dl and 136 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. Reported an adverse event unrelated to this malfunction. A request was made for the return of the system, replacement was sent.